Event description:
Reportedly while suing the endo shears #176643 to derive hemostatis of the gallblader fossa, the electrocautery current arced from the endo shears instrument where the shaft of the instruement attaches to the handles. This electral arc caused a patient burn to the skin approximately 1.5mm in length approximately 3cm inferior to the trocar port site. The trocar used was a storz re-usable metal cannula without any threaded sleeve anchor device. A conmed electrocautery unit, model 7500, was being utilized at high setting, 75 on spray setting. Surgeon resected skin burn from patient and closed skin incision in normal fashion. Resection of skin burn with normal skin closure of the resected area. Patient is recuperating post operatively.